Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (non-functional response buttons) was confirmed. Upon investigation the front response button was non-functional. The cause for the failure was a damaged response button switch. The response button was physically damaged and glue was found covering the switch. The root cause for the damaged switch was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a monitor's response buttons were non-functional.